Event description:
Rep checked device at pt discharge. She noticed atrial undersensing and farfield oversensing. Further testing confirmed atrial lead had dislodged and was now sensing and capturing in the ventricle. Rep will recommend chest xray and discuss with physician whether to perform lead revision or turn off atrial lead. On (B)(6) 2010 - we were informed that this pt had open heart surgery. Rep states the lead was placed from the outside of the heart to the inside and secured with a purse-string suture. On x-ray, the lead would look different because of the different pt. On (B)(6) 2010 - as of today, this lead is still implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.